Manufacturer narrative:
Result of investigation: the device was not returned to the manufacturer for inspection. Therefore, physical technical inspection was not possible. According to the reported information, the cause of the failure can be attributed to a malfunction of the network function. This consequently leads to loss of image and the user cannot recall saved images postoperative. This is rated as a individual fault of this unit. The labelling was found to contain adequate instructions and warnings e.g. Page 38 of the corresponding IFU cqh848_en_v3.0_IFU_ce-MDR: "6.11 network communication. Caution image and function malfunctions! Malicious attacks on the organizational network may cause image and function malfunctions and impair performance of the product. Monitor internal network activity to identify attack attempts." The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported "pcid2758 may indicate that some corrupt files having been blocking the upload of data resulting in consultant not being able to recall saved images and has led to a patient having to be called back for an additional scoping/repeat procedure". An additional/prolonged hospitalization was required. No negative impact in state of health reported.